Event description:
Fidia received this info from sanofi-aventis, the us distributor for hyalgan (ref no 2410673-2011-00005). Based on the initial info, received on (B)(6) 2011, the case was considered non-serious as it did not fulfill any seriousness criteria. Based on the add'l info received on (B)(6) 2011, the case was reassessed as serious. The below narrative includes an initial report from a consumer on (B)(6) 2011, plus subsequent f/u: a (B)(6) male consumer received 3 injections with sodium hyaluronate - hyalgan - 20 mg per 2 ml injection per week for 3 weeks in his right knee one week apart for knee pain. His last injection was 7 weeks ago, (B)(6) 2011. His first injection was 9 weeks ago ((B)(6) 2011). He also had an injection on (B)(6) 2011. The lot # 132100, exp date july 2013 was provided but the date he received this lot # was unspecified. On (B)(6) 2011, he reported that he had swelling that increased to his toes, abdominal area. His weight also increased 10 to 15 pounds, and he had a loss of balance, weakness. He also reported shortness of breath. He experienced swelling in his left kidney and the physician planned surgery on (B)(6) 2011 for stent placement. He also felt that his circulation had decreased since sodium hyaluronate use. The consumer stated sodium hyaluronate should not have been given to him because of all of his conditions including: heart failure, circulatory problems, aneurysm, bladder/kidney cancer. He said that sodium hyaluronate was circulating throughout his body and causing a lot of swelling throughout his body. He said sodium hyaluronate was killing him and driving him over the edge. The pt stated, he was in the ER on saturday (B)(6) 2011 and was admitted to the hosp on sunday (B)(6) 2011 because of poor circulatory condition, a low ejection fraction, and his heart failure being aggravated by sodium hyaluronate or some type of allergic reaction to the sodium hyaluronate. He had shortness of breath and swelling all the way up to his abdomen. Treatment measures included 120 mg of furosemide (lasix). He also experienced intermittent sharp pains in his knees in the area of the injections and his shins. On (B)(6) 2011, the consumer reported that he went to the ER on (B)(6) 2011 but was not admitted at this time. (He also reported to go to hosp on (B)(6) 2011 and was admitted at this time). He reported that the dose of his furosemide was increased to 40 mg daily from 20 mg daily. At the time of the report the events were ongoing. Medical history included a (B)(6) infection in 2009 treated with vancomycin, legally blind, cancer in bladder treated with chemotherapy and radiation, stent in his ureter, allergic to a lot of medications, heart failure, low blood pressure, and an aneurysm in the left and right knee, CABG 1980, 1990, "obstructions in the right leg." Additionally, he had an allergic reaction to steroids and contrast iodine used in dyes, prednisone, sulfa, rofecoxib (vioxx), nitrofurantoin. The consumer indicated on consumer questionnaire on (B)(6) 2011 that the sodium hyaluronate should not have been given to him due to circulatory problems, cardiac condition, congestive heart failure (ejection fraction less than 20%), major aneurysm in left and right knee, bladder cancer, and his renal insufficiency. No further relevant info reported. Add'l info received from the consumer on (B)(6) 2011: medical history, events, and narrative updated. Add'l info received from the consumer on (B)(6) 2011: add'l description of events, add'l dates of events provided, narrative updated, medical history provided, add'l therapy dates provided, and updated corrective treatment provided.

Manufacturer narrative:
The qa dept at fidia performed a deep eval of the production and qc documentation relative to the involved batch. This eval included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the eval of the quality characteristics of the raw materials and components used in the manufacture of batch 132100. From this eval, no anomaly was found and the lot is considered perfectly in compliance with the specs. Pharmacovigilance comment: this case of an elderly male is confounded by the underlying illnesses, particularly heart failure. In addition, the bladder cancer treated with chemotherapy and radiation may serve as an alternative explanation.